Event description:
On (B)(6) 2015, additional information was received that confirmed the use of a 20fr cook check flo. During the procedure, the right common femoral sheath (20fr cook check flo) slipped out into the femoral artery and the patient developed a hematoma in the extraperitoneal area. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6)2015, the patient received a 32 mm x 124 mm proximal component (another manufacturer), a 20 mm x 62 mm distal component (another manufacturer) and a 24 mm x 74 mm spiral z iliac leg. One 6 mm x 22 mm (another manufacturer) stent was placed in the right renal artery. One 7 mm x 22 mm (another manufacturer) stent was placed in the left renal artery. At the conclusion of the case, the endovascular graft and both fenestrated and stented renal arteries were patent with no kinks or endoleaks. Core lab review of the procedural angiogram is not yet available. (Report in subject) during the procedure, the right common femoral sheath (20fr cook check flo)slipped out into the femoral artery and the patient developed a hematoma in the extraperitoneal area. The patient's estimated blood loss was 2500 cc and the patient received 675 cc of cell saver blood intraoperatively. An additional two units of prbcs were given postoperatively. On (B)(6)2015 (two days post procedure), the patient was discharged from the hospital. A post procedure CT scan was not done. (MDR #9680654-2015-00006) on (B)(6) 2015 (11 days post procedure), the patient was admitted for swelling above the procedure site in the right groin. A CT scan revealed rectus sheath hematoma and no treatment was required. The CT scan also showed that the graft and the fenestrated/stented vessels were patent and intact with no kinks or endoleaks. A right renal infarct was noted. Core lab analysis not yet available.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), quality control and trends was conducted during the investigation. The complaint device was not returned for evaluation. The IFU supplied with the device notes, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt" and "upon removal from package, inspect the product to ensure no damage has occurred." There is no evidence to suggest that this device was not built per specification. Detection activities are in place. Without the complaint device available for evaluation, a definitive root cause is difficult to determine. It is possible that patient's anatomy could have contributed to this event. Quality engineering risk assessment was used to assess the risk of this failure mode. The addition of this event does not change the conclusion there is insufficient risk, due to low occurrence and high detection, to require any further action at this time the appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
On (B)(6) 2015, additional information was received that confirmed the use of a 20fr cook check flo. During the procedure, the right common femoral sheath (20fr cook check flo) slipped out into the femoral artery and the patient developed a hematoma in the extraperitoneal area the patient was discharged from the hospital on (B)(6) 2015. Entire event description: on (B)(6) 2015, the patient received a 32 mm x 124 mm proximal component (another manufacturer), a 20 mm x 62 mm distal component (another manufacturer), and a 24 mm x 74 mm spiral z iliac leg . One 6 mm x 22 mm (another manufacturer) stent was placed in the right renal artery. One 7 mm x 22 mm (another manufacturer) stent was placed in the left renal artery. At the conclusion of the case, the endovascular graft and both fenestrated and stented renal arteries were patent with no kinks or endoleaks. Core lab review of the procedural angiogram is not yet available. (Report in subject) during the procedure, the right common femoral sheath (20fr cook check flo) slipped out into the femoral artery and the patient developed a hematoma in the extraperitoneal area. The patients estimated blood loss was 2500 cc and the patient received 675 cc of cell saver blood intraoperatively. An additional two units of prbcs were given postoperatively. On (B)(6) 2015 (two days post procedure), the patient was discharged from the hospital. A post procedure CT scan was not done. (Medwatch MFR report # 9680654-2015-00006) on (B)(6) 2015 (11 days post procedure), the patient was admitted for swelling above the procedure site in the right groin. A CT scan revealed rectus sheath hematoma and no treatment was required. The CT scan also showed that the graft and the fenestrated/stented vessels were patent and intact with no kinks or endoleaks. A right renal infarct was noted. Core lab analysis is not yet available.

Manufacturer narrative:
(B)(4). The event is currently under investigation.